Event description:
Initial hcg result of a diluted sample was 50.35 miu/ml. Same sample repeated without diluting gave result of >10,000 miu/ml. Same sample diluted again and repeated gave result of 122,084. This sample was also run using a qualitative assay and gave a positive result. The initial result was not reported. The field service representative determined there as a problem with the sample probe. The instrument was repaired.